Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 371 mg/dl at the time of incident and blood glucose was 438 mg/dl at the time of call. The customer stated that she felt tired and thirsty. The customer stated that she does not have back-up plan. The customer stated that she treated her high blood glucose with bolus. The customer stated that she was not hospitalized. The customer also stated that her blood glucose kept going high to 100mg/dl, 249 mg/dl, 320 mg/dl and reached 371 mg/dl and did not eat nor drink but took bolus and 80 grams of carbohydrates. The customer stated that she experienced high blood glucose the other day and kept going high to 326 mg/dl, 344mg/dl and reached 402 mg/dl. The customer stated that her blood sugar went down from 438 mg/dl to 380mg/dl after taking additional bolus. The customer stated that cannula was bent. The insulin pump will not be returned for analysis.